Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. No components were explanted.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to malalignment caused by ruptured patella. A tissue repair (tendon) was utilized to correct the issue. No products were removed or replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to malalignment.